Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient's left hip was painful and causing her problems for some time with difficulty walking and the inability to bear weight before she had her revision. On (B)(6) 2015, her serum chromium level was elevated to 12.1 and her cobalt to 12.9. Immediately following her revision surgery, while still in the hospital, the patient was diagnosed with left foot drop. Update 5/12/16-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported left leg longer. Left lower extremity w/nerve palsy and left foot drop, difficulty ambulating, pain, limited mobility, limited activities of daily living, limped,constant fear of fall related toinstability., severe anemia, dvt (B)(6) 2015 to present, limited sensation in leg, must wear brace, has to have 2 rails to walk stairs, balance and endurance very poor. Revision surgical report noted a loose acetabular cup. Cup and unknown screw added to complaint for loosening and one screw was stripped.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 12/5/16 ¿ pfs and medical records received. After review of the medical records for MDR reportability, it is noted that in post revision discharge summary that postoperatively the patient was found to have left foot drop--she did not have this preoperatively. This persisted at least through post-op day 1. She was prescribed and discharged with an afo brace for left lower extremity. The previous reported screw is being changed to a quantity of two.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the metal liner product code and lot number combination. However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the acetabular cup, femoral stem and head product code/lot code combination(s). A database search is not possible for the unknown bone screw. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metallosis and metal wear.